Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in fill 1 of 3. The patient saw fluid under the cassette door. Air bubbles were found in the patient line. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Patient was advised by technical services to let the cycler dry out before the next use. In a follow up, the patient verified the fluid leak event. There was no harm, intervention or adverse event. The patient was able to let the cycler dry out and has resumed using it with new cycler set and has had no further issues.